Event description:
It was reported that the ilet displayed an occlusion alarm while the user was wearing a steel contact detach infusion set with 23-inch tubing, and the user¿s blood glucose was 268 mg/dl; the user observed no visible issues with the set and was advised to change all supplies due to the elevated blood glucose. Customer care provided support that included product-use troubleshooting. Investigation of this case revealed an occlusion alarm resolved only after changing the infusion set and supplies, consistent with an infusion line obstruction associated with the infusion set and tubing. No symptoms associated with hyperglycemia reported. Outcomes included the need for supply change to restore therapy. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or use-environment-related infusion set occlusion.